Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had a tender lump/ swelling above the midline incision site. The patient underwent fluid removal. The physician believed that the collection of fluid was not device related.

Manufacturer narrative:
Additional information was received that the patient was doing well. There were no issues and no further course of action needed.

Event description:
A report was received that the patient had a tender lump/ swelling above the midline incision site. The patient underwent fluid removal. The physician believed that the collection of fluid was not device related.